Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No frozen screen noted. Device had scratched lcd window, cracked case display window corner, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons on the insulin pump are responding but the display was frozen at 0.0u on normal bolus. Blood glucose value was 430 mg/dl; treated with manual injection. The customer stated that when this happens, she removes and reinsert the battery and it would start working. The customer did not have another battery to troubleshoot. Customer was advised the device would be replaced. The insulin pump was replaced and returned for analysis.